Event description:
It was reported that; inserter guide inner shaft broke during surgery. It broke when the shaft was being inserted into implant

Manufacturer narrative:
Lot# 143459. Method: visual inspection, complaint history review, risk assesment; result: the customer reported event of an inner shaft tip fracture was confirmed via visual insp. It was reported that "the inserter was impacted due to too much torque." Previous materials analysis results indicated that the guide rod fractured through bending overload. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the most likely cause of the reported event was determined to be user's impact overloading.

Event description:
It was reported that; inserter guide inner shaft broke during surgery. It broke when the shaft was being inserted into implant.